Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination identified that only the stent was returned for analysis. Struts were raised and misaligned throughout the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was obtained via the left groin. The small focal target lesion was located in the non tortuous, non calcified iliac artery. A 7.0x40x135 cm express ld iliac / biliary stent delivery system (sds) was advanced through a short 7fr sheath, via a 7fr non bsc guide wire and was successfully advanced over the bifurcation. The stent dislodged off the sds prior to the balloon being inflated. A snare was used to retrieve the stent. The procedure was completed with a second express ld sds. No further patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was obtained via the left groin. The small focal target lesion was located in the non tortuous, non calcified iliac artery. A 7.0x40x135 cm express ld iliac / biliary stent delivery system (sds) was advanced through a short 7fr sheath, via a 7fr non bsc guide wire and was successfully advanced over the bifurcation. The stent dislodged off the sds prior to the balloon being inflated. A snare was used to retrieve the stent. The procedure was completed with a second express ld sds. No further patient complications were reported and the patient's status is listed as fine.